Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort with the location of their implantable pulse generator (ipg). The ipg was revised and moved in the patients body to a more suitable location. No further patient complications have been reported as a result of this event.